Manufacturer narrative:
Lead model 3389s-40 lot# v503895 implanted: (B)(6) 2010 explanted: (B)(6) 20115, lead model 3389s-40 lot# v386121 implanted: (B)(6) 2010 explanted: (B)(6) 2011, extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011, extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011, programmer model 37642 serial# (B)(4).

Event description:
It was reported that the patient came to the emergency department on (B)(6) 2011 with symptoms of infection and erosion at the right implantable pulse generator implant site. The entire system was explanted.

Event description:
Additional information received from the hcp reported that perioperative antibiotics were administered. The date of onset of the infection was (B)(6)-2012. Symptoms of the infection included redness, swelling, drainage and pain. No culture was taken. It was noted that patient risk factors included malnutrition or extremely thin. Following explant, the infection resolved.